Event description:
Interventional radiology to have port removed because of fracture of catheter. The catheter portion of the device has fractured off and is located in the right ventricle of the heart. Physician removed the reservoir on the left chest wall and accessed the right jugular vein to place a new port and retrieve the fractured piece.